Event description:
It was reported that the atrial lead and the ventricular lead were plugged into the pace/sense port. The device was oversensing atrial and ventricular events. The device was reprogrammed to 100% ventricular pacing. A device revision is being scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).